Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The pump passed all non-destructive testing and no anomalies were noted in the pump logs. Per the pump logs, the pump was also delivering bupivacaine. During internal decontamination of the catheter, the catheter was found to be partially occluded, but it was able to be broken loose. Analysis of the catheter revealed a compressed area on the catheter body due to patient anatomy possibly causing occlusion. The end appeared oblong suggesting the catheter was pinched in this area and ultimately broke. (B)(4).

Event description:
It was reported that the patient experienced less than 50% therapy relief. The patient was due for a pump replacement. During the pump replacement procedure a dye study was done and the catheter was found to be out of the intrathecal space; it had migrated/dislodged. The catheter was also replaced. The patient status was reported as ¿alive - no injury/no adverse event.¿ the patient was "doing fine" post-op. The pump was delivering fentanyl.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter; product ID 8590-1, lot # n080310, implanted: (B)(6) 2007, product type accessory. (B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.